Manufacturer narrative:
(B)(4). Date sent: 1/11/2018. Batch # unknown. As the customer disposed of the product, an analysis investigation could not be performed. In order to investigate this complaint with the information provided, the manufacturing records were reviewed and no discrepancies were found during the manufacturing process. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. If further information is received at a later date, the file will be updated accordingly.

Event description:
It was reported that during a wedge resection, using an endocutter, with gold reload, no buttressing material, on the second firing, the doctor fired the device and noticed the staple formation on the distal end of the staple line, on the patient side, the staples were sticking up. The stapling passed the air leak test. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: one photo was provided; the picture shows a part of tissue with one staple; the staple was noted to not have the proper b-formed shape. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information received: the surgeon stated that after firing device, staples were noticed unformed with legs sticking straight up. He was concerned with these unformed staples, there was a risk of possible to damage adjacent lung tissue. The malformed staples were removed with to patient issues. He usually used gold with an occasional green reload across the bronchus. The surgeon stated that he has been using gold for years with no problem and only recently began waiting 15 seconds prior to firing.